Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: in general, spike fracture may be attributed to several factors, including off-axis impaction, and/or degradation of the material properties due to age and use. The exact cause of fracture in this case, however, cannot be determined with certainty. Evaluation: as returned, the longer of the two spikes is fractured at its base. In addition to the fracture, the device exhibits wear indicative of extensive use during its field life. Based on lot number, the device has a potential field age of (B)(4) and has been used an unknown number of times during that period. Manufacturing documentation for the device was reviewed and indicates it was manufactured, inspected, and packaged to specification.

Event description:
It is reported that one of the spikes has fractured off of the tibial spike arm.